Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passes all functional testing. The antenna silicone has a cut and the unit fails the saline test which indicates overstimulation is possible. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her original scs system on (B) (6) 2005. It was reported that following a revision procedure in (B) (6) 2009, the patient began experiencing overstimulation when changing programs beginning on (B) (6) 2009. The physician replaced the ipg on (B) (6) 2009. No additional events have been reported since replacement. The explanted ipg was returned to ans for analysis.